Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 62 mg/dl. Customer didn't recall any significant events or any exposing the device to moisture. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.